Manufacturer narrative:
During a balloon aortic valvotomy, when attempting to withdraw 20mm maxi ld (4162040l) balloon through the 11fr sheath, the balloon became stuck at the distal end of the 11f 65cm arrow sheath introducer. After several unsuccessful attempts to withdraw the sheath needed to be removed with surgical cutdown. The patient was a (B)(6) male. The target lesion was the aortic valve for aortic valve stenosis. There was moderate calcification and heavy vessel tortuosity, the rate of stenosis was 90%. Puncture was made with an 11f 65cm arrow sheath introducer (access sight unknown). The arrow sheath was chosen for this procedure as this patient had aaa (abdominal aortic aneurysm) and needed to be advanced over the renal artery. Initially, a non-cordis ultra thin diamond balloon catheter (12x40mm, bsj) was used for dilatation with a syringe. During removal, the balloon became stuck at the distal end of sheath but the physician did manage to remove the balloon from the patient. Then a maxi ld (15mm) was advanced and dilated the lesion. The device was removed from the patient much easier than ultra thin diamond. Another maxi ld (20mm) was advanced and inflated with the syringe at 4 atmospheres (atms) but during removal the balloon also became stuck at the distal end of sheath and could not be removed from the patient. The balloon was inflated for approximately three seconds with a syringe. It is unknown what contrast and contrast to saline ratio was used. After inflation and deflation when the balloon was withdrawn back into the distal end of the sheath up to the distal marker, additional inflation was attempted. The contrast media gathered at the distal side of the balloon and the distal end came out of the sheath. A coronary balloon (ryujin, terumo, 4mm) was used to dilate the distal end of the sheath and the physician even attempted to collect the device with a snare but the both attempts failed. The physician decided to remove the device together with the sheath from the patient but they were stuck at the puncture site. Eventually, cut-down surgery was conducted and the device was removed from the patient in one piece without patient injury. The patient is in stable condition and making a recovery now. The lesion was successfully treated. The hub of the catheter was detached (cut off) by the physician to exchange the sheath from 11f to 12f sheath as device could not be removed. However, even the 12f sheath was thought to be difficult to use so the cut down at the puncture site was conducted in the end. A non sterile maxi ld 20mmx4cm, 110cm was received coiled and inside a bag. The balloon appears as if it had been inflated and deflated, also the balloon and catheter present residues of dry blood. The balloon was received very damage and the hub was detached and not included with the rest of the device. As reported, the hub was intentionally cut off in order to exchange the sheath after the reported inability to withdraw the device. No other anomaly was observed. The crossing profile measurement could not be performed due to balloon conditions. In order to measure the proximal seal od, the device was inserted through an 11fr catheter sheath introducer per procedure and the device passed freely. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With functional testing of the returned device with a lab sample 11fr sheath, the reported withdrawal difficulty was not confirmed. Based on the report that there was withdrawal difficulty of another non-cordis device through the same sheath in which the maxi withdrawal difficulty occurred and the results of the functional analysis of the returned device, it appears that the concomitant sheath may have contributed to the reported event. In addition, the instructions for use outlines that gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. It was reported that the maxi ld balloon was used for an aortic valvotomy. As stated in the IFU, the maxi ld pta catheter is intended to dilate stenoses in peripheral arteries below the aortic arch. Usage other than the approved labeling may involve risks not described in the labeling. With review of the reported information and the analysis of the returned device, it appears that procedural/clinical factors including the concomitant sheath may have contributed to the inability to withdraw the maxi ld balloon catheter from the non-cordis sheath. There is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
When attempting to withdraw the balloon through the 11fr sheath, the balloon became stuck at the distal end of the sheath. After several unsuccessful attempts to withdraw, the balloon and the sheath needed to be removed with surgical cutdown. The patient is a (B) (6) male. The procedure being performed was a balloon aortic valvotomy (bav): the target lesion was the aortic valve for aortic valve stenosis. There was moderate calcification and heavy vessel tortuosity, the rate of stenosis was 90%. Puncture was made with an 11f 65cm arrow sheath introducer (access sight unknown). The arrow sheath was chosen for this procedure as this patient had aaa (abdominal aortic aneurysm) and needed to be advanced over the renal artery. Initially, an ultra thin diamond balloon catheter (12x40mm, bsj) was used for dilatation with a syringe. During removal, the balloon became stuck at the distal end of sheath but the physician did manage to remove the balloon from the patient. Then a maxi ld (15mm) was advanced and dilated the lesion. The device was removed from the patient much easier than ultra thin diamond. Another maxi ld (20mm) was advanced and inflated with the syringe at 4atmospheres (atms) but during removal the balloon also became stuck at the distal end of sheath and could not be removed from the patient. The balloon was inflated for approximately three seconds with a syringe. The contrast to saline ratio is unknown. When inflation and deflation was conducted, the balloon was withdrawn back into the distal end of the sheath up to the distal marker.

Manufacturer narrative:
However, when an additional inflation was attempted, the contrast media gathered at the distal side of the balloon and the distal end came out of the sheath. A coronary balloon (ryujin, terumo, 4mm) was used to dilate the distal end of the sheath and the physician even attempted to collect the device with a snare but the both attempts failed. The physician decided to remove the device together with the sheath from the patient but they were stuck at the puncture site. Eventually, cut-down surgery was conducted, and the device was removed from the patient in one piece without patient injury. The patient is in stable condition and making a recovery now. The lesion was successfully treated. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant devices:: 11f 65cm arrow sheath introducer, ultra thin diamond balloon catheter (12x40mm, bsj), maxi ld (15mm), ryujin, terumo, 4mm.